Event description:
It was reported that there was difficulty in extracting sterile water from the foley catheter. The event occurred during a pretest. After the pretest, when the sterile water was tried to be drained out, but the balloon remained inflated and the sterile water did not come out. However, some time later, the sterile water came out and the balloon was able to deflate. At first, the water could not be withdrawn at all. After that, 10 cc of water could be drained out.

Manufacturer narrative:
The reported event is confirmed - cause unknown. Visual: received four (4) photo samples. All photo samples showcase an overview of an all-silicone temp sensing foley catheter and its packaging. Visual: received one (1) all silicone temp sensing foley catheter with original packaging. Visual inspection noted no obvious observations. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1 percentage aqueous methylene blue per 100ml distilled water) and the catheter rested with no leaks noted. Attempted to deflate balloon passively and only 2 ml could be withdrawn. Replaced returned inflation valve with an in-house valve and reattempted inflation and deflation. Only 1ml could be withdrawn passively. Dissected balloon and found that the notch was perforated completely. Dissected inflation funnel and pin gauges 0.024 and below could freely pass through lumen. 0.025 - 0.035 took some effort to get through and 0.036 and above cannot pass through. Based on physical sample received the product does not meet specifications which states shaft must not be damaged or pinched. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be imperfection in balloon due to process. However, there was insufficient information to confirm this potential root cause. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and states the following: warnings 1. Method for use (1) do not inflate the balloon in the urethra. The urethra may be injured. (2) do not pull the catheter hard. The bladder, urethra may be injured. 2. Applicable patients patients with delirium who might pull out catheter. When patient tugs at catheter unconsciously, the bladder and urethra may be damaged. Contraindications 1. Method for use (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). They may damage the device and may burst balloon. (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp edged instruments. Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon. 2. Applicable patients patients with known allergy to silver coated catheter. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was difficulty in extracting sterile water from the foley catheter. The event occurred during a pretest. After the pretest, when the sterile water was tried to be drained out, but the balloon remained inflated and the sterile water did not come out. However, some time later, the sterile water came out and the balloon was able to deflate. At first, the water could not be withdrawn at all. After that, 10 cc of water could be drained out.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.